Event description:
While inserting this treo limb the physician experienced significant resistance and device would not pass to the desired location inside the contra limb of the main body. Multiple attempts to get the device to pass were unsuccessful. Physician pulled device out of patient, and we noticed a significant kink in the delivery system. Physician decided to not implant this limb and instead inserted a shorter 15x15 limb (140 length) that passed without issue. Patient outcome - "patient unaffected as device was not implanted."

Event description:
While inserting this treo limb the physician experienced significant resistance and device would not pass to the desired location inside the contra limb of the main body. Multiple attempts to get the device to pass were unsuccessful. Physician pulled device out of patient, and we noticed a significant kink in the delivery system. Physician decided to not implant this limb and instead inserted a shorter 15x15 limb (140 length) that passed without issue. Patient outcome - "patient unaffected as device was not implanted."